Event description:
It was reported that after decontamination of the instruments used during the procedure, the threads of the cup impactor were found to be damaged. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Visual examination of the returned product identified thread damage is confirmed and leading thread appears to have fractured off. No fragments were returned with the device for review. No other damage was noted. The device the design of the cup positioner adaptor cap does not allow the leading thread to be chamfered because it is needed for better engagement with smaller diameter cups. As a result, the unchamfered leading thread is and has an increased tendency to strip, deform or fracture. Evidence of side impaction implies that the surgeons are placing off-axis load on the impaction handle which is designed to be struck on the impaction surface not the side of the handle. When struck on the side of the handle it creates unintended loading conditions and increased stress on the threads. The complaint was confirmed based on the evaluation of the returned product. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.